Event description:
Pump declared an altitude alarm 21, impacting insulin delivery as insulin was suspended due to the alarm condition. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, allowing insulin delivery to resume within 5 minutes and resolving the issue without recurrence. Tips were provided to prevent future alarms, and the customer acknowledged the guidance.